Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported that she began bleeding through the bandage. Patient stated she thinks one of the wires came out because she suddenly no longer feels stim (described as shocks/patient services confirmed 'shocks' being description of stim and not 'shocking') and has been peeing more. Patient stated she has a follow up appointment with healthcare provider (hcp) (B)(6) 2017. Patient inquired about going to emergency room if doctor was unavailable before then.